Manufacturer narrative:
A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, the event is not related to the procedure nor the device. There are clinical factors that may have contributed include the patient's unique anatomy, and related comorbidities. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient's inpatient admission was due to the drop of hemoglobin. No additional information was provided at this time.

Manufacturer narrative:
Additional information provided on 01/05/2017 states the patient's drop in hemoglobin was never confirmed by the lab. It was suspected. The signs and symptoms the patient exhibited are unknown. Currently, the patient was reported to be at home. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, the event is not related to the procedure nor the device. There are clinical factors that may have contributed include the patient's unique anatomy, and related comorbidities. Based on the information provided, there was no indication of any drop-in hemoglobin as it was not confirmed by the lab. The patient's hemoglobin on admission was 10 mg/dl. There is no indication any device-related or therapy-related event. This event is not considered a reportable clinical adverse event per current regulatory reporting guidelines since there is no indication of the occurrence of a serious adverse event and no evidence to support any relationship to the device. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.